Event description:
In 2003, the patient was unable to hear while using their sound processor. External equipment was exchanged. However, the problem was not resolved. The next day, the patient was seen at the center for device evaluation. Testing performed confirmed that the device was no longer functioning. The patient's device was explanted. The patient was reimplanted with another clarion device.